Manufacturer narrative:
Initial and final MDR(B)(4), device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula bent events on 18-sep-2024 and 18-dec-2024 due to trusteel needles were bent. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.